Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The end portion of the universal screwdriver broke off when screwing in restoration gap screw into a restoration anatomic shell. The end piece of portion was removed from the screw head and both this portion and the screw were removed from the surgical field.

Manufacturer narrative:
Additional information: the device was returned. Product available to stryker; return returned to manufacturer on. An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. The universal driver shaft was returned in used condition. It was observed that the hexalobular tip of screwdriver was broken off. The deformation to the driver indicates the tip was deformed while the product was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated that "fracture consistent with a torsional overoad condition." No medical records or x-rays were made available for evaluation. Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There has been no other event for the lot referenced. The reported event was confirmed as per visual inspection of the returned product which shows that the hexalobular tip of screwdriver shaft was broken off. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned product with material analysis engineer indicated that fracture consistent with a torsional overoad condition.

Event description:
The end portion of the universal screwdriver broke off when screwing in restoration gap screw into a restoration anatomic shell. The end piece of portion was removed from the screw head and both this portion and the screw were removed from the surgical field.